Event description:
It was reported that the ilet touchscreen was cracked, rendering the screen unusable and nonresponsive; the user was unsure how the damage occurred, and the device had not been synced prior to shutdown. Symptoms included no injury. Outcomes included continued cgm use with a compatible dexcom g7 application or receiver while awaiting replacement. Investigation included internal complaint intake and arrangements for device return and replacement. Investigation of this case revealed physical damage to the touchscreen component consistent with user-reported screen cracking, resulting in loss of touch responsiveness and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly from an undetermined external force.